Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of clearlink system secondary medication sets were unable to disconnect. It was further reported; the use was having difficulty removing the tubing and the nozzle from the IV bag. Furthermore, the nurses ¿have resorted to tugging, pulling and even using their teeth to remove the nozzle from the tubing¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.